Event description:
It was reported that the refractive intraocular lens (iol) exchange patient of doctor was not happy with their intermediate and near vision and so wanted the iol implanted in the left eye exchanged with another iol to attempt to get a closer near vision range. Patient's daily activities were significantly affected. Post operative patient had 6/6 distance vision but poor near/intermediate vision. Direction for use were followed. As per additional information received, patient had mild halo at night. The iol was explanted and replaced with another iol. There was no any patient injury. No any other medical or surgical intervention was required. Iol was not available for return. No further information was provided.

Manufacturer narrative:
Section e1: reporter: telephone number: (B)(6). Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.